Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg 50 mg/dl). Juice/food were consumed to address bg. Customer alleged pump was delivering too much insulin. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 50 mg/dl was entered into the pump by the user on (B)(6)2019 at 8:26 pm. User made bolus requests while still having insulin on board (iob). Cartridge change sequence was completed at 7:49 pm with 11.3 units primed through the infusion set tubing. On (B)(6)2019, user adjusted personal profile basal rates, reducing total daily basal from 82.2 units to 79.55 units. The depletion of the estimated volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was filled with approximately 195 units of usable insulin on (B)(6)2019. Review of the individual insulin delivery events showed approximately 115 units had been requested via basal, 63 units via bolus, and 11 units during the load process when approximately 5 units of usable insulin remained and the cartridge was changed on (B)(6)2019. There is no evidence in the logs that the device over-delivered insulin. Blood glucose (bg) of 26 mg/dl was entered into the pump by the user on (B)(6)2019 at 7:02 pm. Immediately following, user requested a bolus for 30 grams of carbohydrates and a bg of 110 mg/dl. The user likely entered the bg value of 26 mg/dl in error. Making bolus requests while still having iob could lead to a low bg event. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.